Manufacturer narrative:
Additional medical information has been requested, but not received. A request for the product has been initiated, with no response from the reporter. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that during a thermage laser treatment their patient experienced a burn. It was observed that there was a tiny hole in the treatment tip membrane. Additional medical information has been requested, but not yet received.

Manufacturer narrative:
Correction to b1. A review of the manufacturing records showed all requirements were met. Treatment tips are visually inspected during the manufacturing process before being shipped. Based on the available information, no causal factor can be determined and no conclusion can be drawn.